Event description:
It was reported, after a post procedure angiogram revealing no disease, good size vessel and good location, an angio-seal was deployed; hemostasis was achieved. The next day, the patient returned and was complaining of pain in the groin and leg. Later that day, the patient was sent home. Two days later, the physician noticed the patient's limb was slightly ischemic. Surgery was performed. The surgeon found an intimal dissection which was allegedly caused by the foot of the anchor. The patient was reportedly recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.